Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, and a cracked plunger case. The event history log revealed a primary audible alarm and an acu watchdog failure. An audio test was performed. Upon review, the reported problem was duplicated, the speaker was not working as intended. The speaker was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device had trouble with the audible alarm failing and went into auxiliary control unit watchdog failures. Patient involvement is unknown.